Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): 6672871- 02-010-04-0350 - logic cr femoral por, right, sz 5. 6521157- 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t. 6712269- 201-78-15 - holding pin mini sharp point 4 pk. 6115958- 201-78-81 - 3 trocar, mod. Hex 2pk. S010003- 521-78-23 - threaded pin size 2.3 collared. S010122- 521-78-23 - threaded pin size 2.3 collared. S013324 -521-78-32 - threaded pin size 3.0 collarless. 09000320009- a10012 - gps implant kit v2.

Event description:
It was reported that this male patient's right knee was revised approximately 3 years 8 months post op. Everything was revised due to wear on patella and tibial insert, exchanged to competitors device. Patient was last known to be in stable condition following the event. Product not returning: disposed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3, h6. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A review of complaint history determined that no further action is required as no trends were identified. The investigation results concluded that the reported event may have been the result of prosthesis wear. Based on the images provided, the components appear to have some deformation likely related to third body wear and/or articulation with the femoral component. However, this cannot be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no relevant clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.